Event description:
A user noticed that an incorrect source to surface distance, ssd, was displayed in raystation and contacted raysearch support. The dose calculation uses the correct ssd and is unaffected by this error. There was no impact on any patient. When planning a total body irradiation, tbi, treatment, two opposing treatment beams were created, each with a beam spoiler 1 placed between the radiation source and the patient. The beam setup was completely symmetrical, but the user noticed that the source to surface distance values presented in the gui differed between the two beams and reported the error to raysearch. Investigation identified a software defect in calculation of the source to skin or source to surface distance, ssd. The error affects only the reported ssd, i.e. The ssd displayed and exported. It does not impact the ssd used for dose calculation. Raystation calculates the reported ssd by tracing from the beam source to the beam center line's intersection with a region of interest, roi, contoured to represent the patient outline, or in the case of source to surface, any bolus, fixation or support roi in the beam path. In rare cases, the calculation algorithm for the reported ssd will incorrectly omit the roi and instead calculate the distance to the entry point of the next roi in the beam path, resulting in an incorrect reported ssd. This error can only occur when a beam is close to parallel to one of the patient main axes (x/y/z) and the beam center is close to the middle of the roi. The reported ssd will be incorrect in gui, dicom export, plan report, and scripting. The dose calculation uses the correct ssd and is unaffected by this error. If the bug is triggered when an intended ssd is entered in raystation, the intended ssd will be displayed and exported, but the actual ssd which is used for dose calculation will be shorter than intended.

Manufacturer narrative:
A software implementation error has been identified. In the event that the bug occurs in the worst-case scenario, this could lead to delivery of an inappropriate dose plan. This could lead to under-dose of the target, but also to over-dose in risk organs due to the irradiated volume being larger than intended. As part of CAPA investigation for this issue, a similar software error was identified by raysearch personnel and recorded as bug 1042788 in the raystation development database. From the user perspective, this bug manifests in exactly the same way as the issue described, although it may be triggered for a different geometry.

Event description:
Follow-up report of rsl: MDR 3007774465-2024-00002 (B)(4) rs reported ssd error rsl. A user noticed that an incorrect source to surface distance, ssd, was displayed in raystation and contacted raysearch support. The dose calculation uses the correct ssd and is unaffected by this error. There was no impact on any patient. When planning a total body irradiation, tbi, treatment, two opposing treatment beams were created, each with a beam spoiler1 placed between the radiation source and the patient. The beam setup was completely symmetrical, but the user noticed that the source to surface distance values presented in the gui differed between the two beams and reported the error to raysearch. Investigation identified a software defect in calculation of the source to skin or source to surface distance, ssd. The error affects only the reported ssd, i.e. The ssd displayed and exported. It does not impact the ssd used for dose calculation. Raystation calculates the reported ssd by tracing from the beam source to the beam center line's intersection with a region of interest, roi, contoured to represent the patient outline, or in the case of source to surface, any bolus, fixation or support roi in the beam path. In rare cases, the calculation algorithm for the reported ssd will incorrectly omit the roi and instead calculate the distance to the entry point of the next roi in the beam path, resulting in an incorrect reported ssd. This error can only occur when a beam is close to parallel to one of the patient main axes (x/y/z) and the beam center is close to the middle of the roi. The reported ssd will be incorrect in gui, dicom export, plan report, and scripting. The dose calculation uses the correct ssd and is unaffected by this error. If the bug is triggered when an intended ssd is entered in raystation, the intended ssd will be displayed and exported, but the actual ssd which is used for dose calculation will be shorter than intended.